Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery alarm during prime. Blood glucose at the time of incident was 102 mg/dl. Troubleshooting was performed. Insulin did exit the tubing after disconnecting and reconnecting the tubing and reservoir. The customer was advised to rewind, reinsert reservoir into the insulin pump and run manual prime. The customer stated the insulin pump alarmed no delivery. It was advised to discontinue the use of the device and revert to back-up plan. The insulin pump will be returned for analysis.